Manufacturer narrative:
Reference record(B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that the patient experienced a stoma site granuloma and stoma site suppuration described as green discharge which was treated with augmentin antibiotic, at the time of report, the granuloma had resolved and the discharge was lighter in color.